Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be inconsistent due to a time and date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported the patient obtained several elevated blood glucose readings of 500 mg/dl for one week. The patient had recently fallen and fractured elbow and shoulder and was taking pain medications. The patient reported no symptoms of high or low blood glucose levels. Troubleshooting revealed the pump basal setting was correct, but the date and time were incorrect. The issue was resolved with troubleshooting. It is not clear if the patient's elevated blood glucose levels may have been caused by the new pain medication or the incorrect date/time setting. However, as the patient experienced several blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.